Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial oversensing, resulting in brady pacing not being delivered in two non-consecutive beats. The patient was seen in-clinic for troubleshooting and every parameter was found in-range and stable. Provocative maneuvers were performed without any inconsistencies, and a chest x-ray was performed showing no changes since implant. The physician then decided to increase the right ventricular (rv) blanking post atrial pacing and to decrease the rv sensitivity. The patient will continue to be monitored. The device remains in service. No adverse patient effects were reported.